Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-14214. It was reported that one of the patient's leads migrated. Reportedly, the patient had multiple falls due to seizures. As a result, surgical intervention occurred on (B)(6) 2021 wherein the lead was repositioned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.